Event description:
It was reported that a resident was cutting through 5 in 1 cut block and it broke into two pieces. No more information shown.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The top portion of the block, at the number two slot, fractured off of the device and was returned. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. This issue was previously identified and is a result of both design and manufacturing processes. A design/ process change was previously implemented to prevent reoccurrence of this failure mode going forward. The device for this complaint was manufactured prior to those changes. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.